Event description:
Information received by medtronic indicated that a pericardial effusion occurred following multiple atrial transseptal attempts. Double transseptal punctures were performed, the sheath was introduced and the cryoablation catheter was introduced over a rosen wire. Before cryoballoon inflation pericardial fluid was diagnosed by fluoroscopy and intra cardiac echo. All instruments were removed from the left atrium, protamine was administered and a pericardiocentesis performed. A 480 ml of red fluid was withdrawn from the pericardial space. The patient was hemodynamically stable throughout the procedure. The cryoablation procedure was aborted. There were no alleged product issues reported during the case. Device 1 of 2, reference MFR report: 3002648230-2014-00095.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files and failure files were reviewed and did not show any system notices or injections performed for the date of event. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.